Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation - customer returned incorrect test strips. Meter was returned for evaluation. Product testing was performed and defect found - e-2. Root cause: rc-001: miscellaneous user induced contamination on the strip connector. Note: manufacturer contacted customer in a follow-up call on 07-jul-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products did not resolve the initial concern and that she was not satisfied with the results obtained. Customer declined further troubleshooting and additional replacement, stating she would continue to use the true metrix meter.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 267, 185, 237 and 156 mg/dl. The customer¿s expected am fasting blood glucose test result range is 90-110 mg/dl and expected pm fasting blood glucose test result is less than 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, back to back blood tests were performed by the customer fasting that produced test result of 226 mg/dl and e-5 and e-0 error messages using true metrix meter; customer was not satisfied with the result obtained. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 10/27/2022 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: (B)(6).